Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was unspecified. The 3.5 x 32mm veriflex stent delivery system was advanced several times, but the device was unable to cross the lesion. The stent got flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).